Event description:
It was reported the programmer would not interrogate a device. An updated version of programmer software was found to be required. No patient complications were reported as a result of this event. Follow-up information was later received confirming the programmer software was not up to date, and when the new software was loaded, the programmer worked properly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.